Manufacturer narrative:
Investigation conclusion: the customers complaint was not replicated during in-house testing of retain device lot t12494n. The lot performed properly when tested with normal (apparently healthy) donors. Manufacturing batch records for lot t12494n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no correction action is required.

Event description:
Customer reported discordant d-dimer results from 3 patients between the triage d-dimer panel and the acl top. Customer would only provide the following information. Triage d-dimer result = 569ng/ml ddu and acl top d-dimer result 482ng/ml. Site reference ranges: acl top 0 -500 ng/ml. Triage d-dimer: less than 100 - 240, established in (B)(6) 2020.